Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The log file contained approximately 19 days of data (B)(6)2020 ¿ (B)(6)2020 per the timestamp). The log file captured no external power and low voltage hazard alarms due to a temporary loss of power while connected to the mpu on (B)(6) 2020 from 23:07:03 to 23:07:36. The alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the loss of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. Multiple requests were made to obtain additional information (including if the mpu has a v-lock connector on the ac power cord, if it is known if the power cord came loose from the wall or from the back of the unit, or if there were any environmental circumstances that would have affected ac power at time of the event, such as a loss of power to the house); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A review of the log file noted multiple no external power alarms while on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted.